Event description:
It was reported that the user dropped the ilet pump, after which the device split in half and displayed alerts 32 (delivery motor communication) and 67 (power voltage), and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding the specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.